Event description:
The customer states when ever she is rewinding the insulin pump, or priming the line the insulin pump has louder and giving off a noise she hasn't noticed before. The customer's blood glucose level was unknown mg/dl. The customer notices it even she is giving a bolus. The customer was advised that the insulin pump can make those noises and still function fine. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Findings: an unexpected motor noise anomaly noted during rewind due to faulty motor. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.